Event description:
Device malfunction: failure to deploy - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during step 2, the plunger would not remain depressed to deploy the locator wings. An attempt to deploy the thumb advancer while manually holding the plunger button was unsuccessful. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4) incorrect care/use of (manually holding down the plunger button in an attempt to deploy the locator wings). (B) (4). The device is expected to be returned for eval. It has not yet been received.